Event description:
It was reported that the dr was starting the resection when the handpiece stopped working. The dr swapped the handpiece with another handpiece and completed the case with no pt consequence. After the case, it was determined that the 4-40 stud was loose on the handpiece.